Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited the forceps channel port was damaged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the biopsy channel port was scraped occurred due to intense physical stress may have been applied to biopsy channel port. The event can be detected by handling the device in accordance with the following instructions for use: detection methods are written in IFU: bf-190 series operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.